Event description:
It was discovered that at some point after 1700 the vital sign monitoring equipment was not transmitting vital signs or ECG tracings to the nurses station or to epic. Machine re-docked, and problem solved. No vital signs were available for one hour.